Event description:
Medtronic received information that during use of this aortic valve sizer, it was reported that the replica end of the sizer was too traumatic and catches on the aorta when being used for sizing. It was also reported that due to the traumatic shape of the sizer, the aorta was torn during the implant procedure and necessitated intervention to fix the tear. It was also reported that the sizers were stored and sterilized correctly. It was further noted that the sizers were not old. No additional adverse patient effects were reported.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.